Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 5.2 random cubie error and tower 1 door 3 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 5.2 random cubie error and tower 1 door 3 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 has pockets were not registering in rows d, c, and e. A field service engineer shut down the medstation and manually released all pockets in main 5.2. Debris and foil were cleared from the tray liners. The row board cables were unseated and reseated to ensure proper connection. All pockets were then reinserted into the drawer individually. After rebooting the medstation and accessing hta, a final test revealed several pocket failures, prompting the ejection of a faulty pocket from row a5; the unit was then shut down again to replace the retractor band cable on drawer 5.2, and tower door 3 was recovered with a medication retrieved from behind one of the pull-out containers. The system functioned as intended after the field service engineer repaired the device.